Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range rising pacing impedance. The superior vena cava (svc) coil and rv defib coil also exhibited rising impedance measurements. Double counting was observed with a high number of short v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.